Event description:
The customer reported that the device jaws would no longer open. The surgeon resected tissue around the jaws in order to remove the device. There was no pt injury.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if add'l info pertinent to the incident is obtained a f/u report will be submitted.